Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified. Based on the information available and analysis results, the reported clinical observation of the device not working properly could not be confirmed.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed, during which the cuff and the pump were explanted and replaced, while a new balloon was implanted contralaterally. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed, during which the cuff and the pump were explanted and replaced, while a new balloon was implanted contralaterally. No patient complications were reported.